Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and prolene mesh and ams sparc were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with lavh, bso, loa and cystoscopy; due to menorrhagia and sui. It was reported that the patient underwent sparc implantation on (B)(6) 2009.